Event description:
It was reported that the 9600 system had a precharge error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The batteries need to be replaced. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.